Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was high as 230 mg/dl. The customer also states the air bubble was present in tubing as well. The customer states got insertion assistance several times and is still having issue. The customer also notices that one piece of set will break off sometimes when she notices bubbles, but the reservoir was always secure and never moves. During troubleshooting, the customer states that the approximate size of air bubbles is of all kinds. The customer performed displacement test and it was successful. The customer was advised to remain disconnected from infusion system and the pump will need to be replaced. Advised to revert to back up plan. The reservoir will not be returned for analysis.